Manufacturer narrative:
Initial trend analysis for lots 65215a and 65841a was conducted, no malfunctions were found. This is the only complaint for lots 65215a and 65841a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
User emailed stating she has three boxes of syringes of item 830165 lots 65215a and 65841a that look like fakes due to the coloring of the polybags, plunger is able to be pulled out, as as well as the cannulas are dull.